Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 17-jan-2018 with the following findings: black box data from the date of the alleged issue were overwritten due continued product use. The available black box data did not show evidence of over limit alarms. On investigation, the pump intermittently powered on using the returned battery cap. A test battery cap was used for all testing. A 24-hour basal program was run using the test battery cap with no reboot, loss of power or call service alarms duplicated. There was no damage, defect or contamination of the pump¿s interior components.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2017 alleging the pump emits an ¿over the limit¿ warning without bolusing. No further information was provided. Animas customer support made several attempts to follow up with the reported for more information; however, the reported did not respond. There was no indication that the alleged issue caused or contributed to an adverse event. This complaint is being reported because the reporter alleged a pump history/settings issue with the pump.